Manufacturer narrative:
Further information was requested, but not received. A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the hospital with a pocket infection. The entire system, including pacemaker, right atrial lead and right ventricular lead was explanted and replaced.